Manufacturer narrative:
(B)(4). The device has not returned for evaluation. Films were supplied for review which found: t6 to l3 scoliosis surgery. Postop the l3 screws were found broken and revision was necessary and completed. Lateral views verify broken l3 screws with some settling under the break.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t6-l3 to treat scoliosis. Sometime post-op it was found that the screw at l3 was broken and the patient was experiencing pain. The patient underwent a revision surgery to retrieve the broken screw. No additional patient complications were reported.

Manufacturer narrative:
Macroscopic examination confirms the mas bone screw is fractured approximately ~4-5 threads from the tip of the screw. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Ratchet marks were identified on one of the screws around the area of crack propagation. The neck diameter of the bone screw, was measured and found to conform to print specification. The above observations are consistent with cyclic fatigue.